Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the power issue with the meter started at an unknown time on (B)(6) 2016. The patient manages her diabetes with oral medication of amaryl, metformin and glucophage, together with diet and/or exercise. She reported that prior to the meter not turning on, she had followed her usual diabetes routine. She indicated that she had developed symptoms of "sweating and shaky" before the meter stopped powering on. She indicated that she self-treated her symptoms with "orange juice with sugar". She alleged that because the meter would not turn on, her symptoms had occurred many days in a row and each time she had administered the same treatment. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there was no misuse of the product. The cca also noted that the patient was using the correct test strips; however, the meter did not power on with a button press or when a new test strip was inserted per owner's manual. The cca established that the meter's battery had never been changed and the cca advised the patient to change the battery. The cca noted that the issue was resolved with training. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. In conclusion, although the patient's reported symptoms first occurred prior to the start of the alleged issue, this complaint is being reported because the patient also reportedly went on to develop symptoms suggestive of an acute diabetes excursion, after the alleged power issue began.